Event description:
It was reported that in (B)(6) 2014, the patient experienced an infection at the pump implant pocket site. One month after the pump was implanted, an infection started over the pump pocket area. The infection started going to the patient¿s blood system and the patient was going septic. There was seepage from the incision, so the patient went on antibiotics and seemed to be doing better. Then, on (B)(6) 2014 or the last few days of (B)(6), the site swelled up and became red. The patient went to the emergency room. The patient was hospitalized for 2 weeks. The patient then went home on IV (intravenous) antibiotics for another 2 weeks. The pump was then explanted (B)(6) 2014. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).